Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system was auto-reducing following the patient suffering a fall. Diagnostic testing revealed the impedances were high. The patient underwent surgery where it was determined the extension was causing the issue. The extension was explanted and replaced which resolved the issue.